Manufacturer narrative:
The reported event was confirmed as cause unknown. The evaluation observed a vertical tear on the outer package and leaflet. The exact cause of how and when the problem occurred could not be determined. The potential root cause for this failure could be user related / rough handling/ improper storage of the product. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[storage method and expiration date] storage: store in a dry, cool place away from heat, moisture, and direct sunlight. Expiration date: indicated on the direct package and the outer box."

Event description:
It was reported that a tear was found on the package.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a tear was found on the package.